Event description:
Pt unable to flush rt arm PICC, pain in rt shoulder and neck. Upon rn observation rt arm and face swelling noted. PICC pulled from rt arm by rn. PICC line measured at 22 inches. Peripheral IV placed for ivab therapy. Md notified of pt's situation during event by supv. Md did not want pt hospitalized. New PICC disregarded. Placement to be determined by md 1/13/97.